Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was near 400 mg/dl as well as reservoir had air bubbles. Customer also experiences blood glucose level of 300 mg/dl and 263 mg/dl the customer was treated with manual injections and bolus with insulin pump. Customer stated that the size of air bubble was larger than the champagne size. Troubleshooting was done for high blood glucose and air bubbles. The customer stated that he no longer could see air bubbles in his reservoir. The insulin pump and reservoir will not be returned for analysis.